Event description:
Family member called to say that the last 2 times pt received infusion syringe, pump alarmed and would not infuse last 5cc of infusion. Family member said syringe set feels different and almost looked bowed from pressure in the pump. They also reported that when plunger is manually pulled at 5cc. There is definite change in pressure needed to depress plunger. In office purchaser and myself examined two lot #'s of the syringe. The lot # of this report plunger does push harder than other lot # of syringe retried.